Event description:
It was reported that upon arrival at the post anesthesia care unit, the right atrial lead exhibited loss of capture due to dislodgement. The patient was stable and was taken to the operating theater. The pocket was re-opened and the lead was successfully repositioned. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.